Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact cause of the event could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. While a type iii fabric endoleak cannot be completely ruled out, this type of endoleak would be less likely to have occurred at index. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that there were only 2 aui and 2 limbs implanted in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tuf2314c102ee, serial/lot #:(B)(4), ubd: 12-oct-2022, UDI#: #:(B)(4) ; product ID: etlw1616c82ee, serial/lot #: #:(B)(4), ubd: 25-feb-2022, UDI#: #:(B)(4); product ID: etlw1613c156ee, serial/lot #: #:(B)(4), ubd: 01-feb-2023, UDI#: #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui and limb stent graft were implanted in a patient for the emergent treatment of a ruptured >90mm aaa. Neck anglulation of 60 degrees was noted. It was reported during the index procedure after the aui and limb were implanted, the physician noticed a significant endoleak. An additional limb was implanted in an attempt to secure the overlap area. This did not change the situation and the physician elected to implant another aui with a limb. The endoleak persisted and the physician decided to end the procedure and monitor. The patient is currently in a rehab hospital. Per the physician the cause of the endoleak is due to a permeability issue with the fabric.  No additional clinical sequelae were reported and the patient is fine.